Manufacturer narrative:
A replacement footswitch was ordered for the customer to resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the allura xper fd20 system cannot make exposure. The clinical use of the system was in use. There was no harm reported to philips.